Event description:
It was reported that the patient had low flows due to vasoplegia in the course of systemic bacterial infection. Primary source of infection was driveline exit site. Culture identified was pseudomonas aeruginosa and symptoms included redness of driveline exit site. The infection was treated with antibiotics and did not resolve. A low flow alarm threshold to 2.0 liters per minute (lpm) was requested, and the alarm threshold was lowered. Despite low flows, the hemodynamic condition was satisfactory. An attempt would be made to reduce left ventricular assist device (lvad) support and evaluate the feasibility of pump explanation due to potential myocardial regeneration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed by an onsite abbott representative. The account reported that the low flows were due to vasoplegia in the course of systemic bacterial infection. Additional information revealed that the primary source of infection was the driveline exit site. The culture identified was pseudomonas aeruginosa and symptoms included redness of the driveline exit site. The infection was treated with antibiotics and did not resolve. Despite low flows, the hemodynamic condition was satisfactory. An attempt would be made to reduce left ventricular assist device (lvad) support and evaluate the feasibility of pump explanation due to potential myocardial regeneration. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the hm 3 lvas patient handbook rev. G, are currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of hm 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.